Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
During the night, customer noticed that the pump started the infusion set filling program by itself. 12 iu have been delivered. Blood glucose level was kept under control by customer. She stayed awake and ate. No adverse event reported. A request was made for the return of the device.